Manufacturer narrative:
Findings: a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Unit was received with broken off the belt clip rails, faded serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay. (B)(4).

Event description:
The customer reported via phone call that customer received a power error alarm. They would like a replacement pump immediately. Customer's blood glucose was unknown. They declined troubleshooting. The insulin pump will be returned for analysis.